Event description:
It was reported that the external pulse generator failed its preventative maintenance inspection for sensitivity. At the 20 millivolt (mv) setting the unit output measured no higher than 14.8 mv, acceptable range would be 15-25mv. It was further noted that the generator was just returned from previous repair. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Device passed all incoming functional tests. Analysis found the battery drawer broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).